Event description:
It was reported that housing near cartridge area was chipped. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any further actions or outcomes.

Manufacturer narrative:
In use at the time of the event:CGM model: G6Mobile OS: iOS / iOS_iPhone 12 / 2.9.1 / iOS_17.3.1.